Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had flow issues with secondary infusions. The issue was further described as the pumps were not administering medications at the desired rate or time as the pump is pulling from the primary bag. This occurred with anti-seizure medications and other high-rate secondary infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.